Event description:
The device is attached to a cannula to perform a d&e. After the insertion of the cannula, the doctor applies gentle steady pressure to evacuate the poc. The hard plastic of the plunger detached from the rubber stopper, causing the cannula to push further into the uterus. Four syringes failed the same day. They were being used by 2 attending physicians with many years of experience, only 1 syringe was saved. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Reference medwatch 2200310000-2005-8035.